Manufacturer narrative:
The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus the monitor went blank during an unspecified diagnostic procedure. The issue resulted in a 30 minute delay, however, the procedure was completed. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The root cause of this event could not be conclusively identified because inspection of the device by the local repair department did not confirm the reproduction of the reported event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that during a diagnostic gastroscopy procedure, the device went blank for a while and the gastroscope had to be withdrawn from the patient without visual guidance. A secondary monitor was tried but it could not be connected via wifi. The intended procedure was however completed with the same set of equipment. The malfunction resulted in a 30 minutes prolongation of the procedure. No further information was provided and no patient harm was reported as a result of the malfunction.